Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021, reported as "last week". A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small crack was observed on two (2) minicaps which resulted in iodine leakage. The cracks were located on the side rim at the bottom. This was identified after use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.